Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two stored episode showed noise on a remote monitoring transmission. The patient was indicated to have been in an procedure to implant a left ventricular assist device at the time of the episodes. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.